Event description:
Two stents were successfully deployed in the proximal right coronary artery of a patient. An unknown s7 stent delivery system was then inserted for treatment of a distal right coronary lesion. The lesion was pre-dilated with an unknown size ptca balloon. It was not possible for the stent to cross the severely calcified distal target lesion, therefore, it was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon into the aorta when it was pulled into the guide catheter. The dislodged stent subsequently traveled from the aorta into the left ventricle. Attempts to retrieve the stent, the patient reportedly became hypoxic and developed cardiac arrhythmia's. The patient was defibrillated multiple times, and consequently expired. The patient had a history of congestive heart failure with an ejection fraction of 15%, multi-vessel coronary disease and coronary output dysfunction with a resting heart rate of 130. There is no further information available from the user facility regarding this event. The lesion calcification and the stent being inserted through two proximal stents may have contributed to the stent not crossing the target lesion. The instructions for removal of the undeployed stent were not followed when the stent was pulled into the guide catheter during removal while the guide catheter was still in the coronary artery, which likely contributed to stent dislodgment.